Manufacturer narrative:
1627487-07262012-002-r,1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not use the scs ipg as recommended and stopped charging the ipg around 3 months ago. As a result, ipg was inoperable. Next course of action unknown at this time.

Event description:
Additional information received that surgical intervention may be undertaken at a later date to address the issue of inoperable ipg.

Event description:
Additional information idenitfied that ipg was explanted and replaced and therapy was resumed post-procedure.